Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose of 42mg/dl and treated with glucose. Customer declined any high blood glucose troubleshooting as they just saw their endocrinologist. No further assistance was necessary.